Event description:
Event description guidant received information that the right atrial and right ventricular leads dislodged, and as a result they were capped and abandoned surgically. Another right atrial and right ventricular lead were successfully implanted during the procedure. No adverse patient effects were reported.